Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The moment the device was powered up the device started double beeping. The downstream sensor was found to be the cause of the problem, so it was replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a double beep alarm indicating that no cassette was attached. There was no patient involvement. The product problem was observed during testing.